Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the case everything seemed fine. The patient developed a biliary peritonitis post-operatively. An ercp was performed on (B)(6) and exploratory lap performed on (B)(6) but the surgeon was unable to determine if the clips were still in place or not. The patient is still hospitalized.